Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's therapy is turning off by itself. Caller noted that the patient has parkinson's and falls every day and asked if the fall could cause this. Could not clarify the patient's activity. No medical tests or electromagnetic interference exposure occurred. They confirmed that the programmer reported the therapy being off when it should be on. The ins is rechargeable. Symptoms reported that the patient was feeling weak. They were weak when they had pneumonia, so caller thought this happened again, but no sign of pneumonia so caller's daughter suggested checking ins status and caller found ins to be off. No further complications were reported or anticipated with this event.